Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy for the patient's atrial fibrillation (af). The patient was seen in hospital and all vectors were tested and failed. The physician decided to perform a commanded shock test. The time to treatment was 16 seconds; however, the two 80 joule shocks delivered (reverse and normal) were ineffective. Technical services was contacted for further review and recommendations. Additional information later received on 31-may-2024 indicates x-ray imaging showed the electrode appears slightly superior and left-sided. The physician performed a new screening with new electrode positioning, which passed in primary and secondary vectors. The local area field representative strongly advised the physician to reposition the electrode. However, the physician preferred to perform commanded shock testing. An induction was carried out, the patient went into fibrillation, and after 20 seconds the shock from the device stopped the arrhythmia with a correct impedance (between 65 and 75 ohms). As such, the physician elected not to operate despite the field's recommendation. This electrode remains in service and was not repositioned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy for the patient's atrial fibrillation (af). The patient was seen in hospital and all vectors were tested and failed. The physician decided to perform a commanded shock test. The time to treatment was 16 seconds; however, the two 80 joule shocks delivered (reverse and normal) were ineffective. Technical services was contacted for further review and recommendations. Additional information later received indicates x-ray imaging showed the electrode appears slightly superior and left-sided. The physician performed a new screening with new electrode positioning, which passed in primary and secondary vectors. The local area field representative strongly advised the physician to reposition the electrode. However, the physician preferred to perform commanded shock testing. An induction was carried out, the patient went into fibrillation, and after 20 seconds the shock from the device stopped the arrhythmia with a correct impedance (between 65 and 75 ohms). As such, the physician elected not to operate despite the field's recommendation. This electrode remains in service and was not repositioned.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.